Event description:
During testing at the user facility, it was noted that the device door roller pin was broken. The device was returned to the biomedical department with report of a broken door. No tracking information wa provided; therefore, specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
A field service engineer performed testing at the user facility. During testing, it was noted that the device door roller pin was broken. The device door could not be properly closed due to the broken door roller pin. When the device door is not properly closed, the cassette regulator will be opened and the valves will not be closed properly when the device door is closed. The valves must be closed by the device mechanism valve pins in order to prevent fluid from flowing freely through the cassette. The probable cause for the broken device door roller pin was leaving the device door assembly in the open position exposing the device door roller pin to contact damage. This report represents all the information known by the reporter upon query by hospira personnel.